Event description:
A (B)(6) year old female patient weighing (B)(6) was hospitalized for secondary brain damage and underwent treatment for hypothermia after cardiopulmonary reanimation to limit brain damage. Patient had no prior medical history or comorbidities. There were no conditions causing the patient to be non-ambulatory before hospitalization. The patient's temperature prior to the ivtm therapy was 36. 2 °c. The thermogard console was set to a target temperature of 33.5 degrees celsius. No other adjunctive temperature management procedures were performed on the patient. Blood coagulopathy results prior to initiation of ivtm therapy were negative for dvt. Patient received standard intensive care medications such as vasopressors, diuretics and systematic anticoagulation with heparin. A zoll quattro catheter was inserted into the right femoral vein by an experienced physician on (B)(6) 2014. Catheter insertion was smooth. There was no separate catheter used for the central line. The in dwell time of the catheter was 24 hours. A thrombus formation was observed around the catheter upon removal during vascular preparation. The catheter was not replaced. No intervention was performed as the patient was already deceased and multi-organ donation was performed. The patient was not at a high risk for dvt. There were no known vessel injuries caused by the zoll catheter. The patient's death was not attributable to the zoll device. No further information was provided.

Manufacturer narrative:
The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device malfunction. In addition, there were no vessel injuries caused by the zoll catheter. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The patient's death was not attributable to the zoll device, as the patient had already expired and was an organ donor.